Event description:
It was reported that low out of range impedance values were measured on contacts 0 & 1 and 9 & 11. Additional information received reported that the event was device related and was considered so by the healthcare provider. The problem was a short with a couple contacts in each lead. Impedances were done and were the extent of troubleshooting. A reprogramming had not been done but was being considered. The patient was receiving effective therapy. The hcp was simply curious if the therapy would improve if they were able to use the contacts that were shorted.

Manufacturer narrative:
Concomitant medical products: lead model 3389s lot # v742351 implanted: (B)(6) 2011 explanted: unk; lead model 3389s lot # v657323 implanted: (B)(6) 2011 explanted: unk; extension model 37085 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; extension model 37085 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk.